Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller had not initially tried leaving the wall adapter plugged in for at least 30 consecutive minutes, so technical support instructed them to do so, and as a result, the pump began charging.